Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog number: partial number indicated since lot number was not provided. Section d4 - lot #: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d6a - implant date: not applicable. Cartridge is not an implantable device. Section d6b - explant date: not applicable. Cartridge is not an implantable device. Section e1 - telephone number: unknown / not provided, as information was asked but it was not provided. Section h4 - device manufacture date: unknown, as product lot number was not provided. Device evaluation: product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the procedure, the intraocular lens (iol) was implanted, and was tight in the cartridge, causing the cartridge to burst and resulting in a chip on the back surface of the iol. The iol opened more slowly than usual, and the chip was located in the upper eyelid area. The main tunnel incision was not damaged by the ruptured cartridge. The surgeon had to apply additional pressure to push the iol through the cartridge nozzle as the haptics were stuck between the plunger and the cartridge nozzle. The plunger was moving with difficulty. The surgeon expressed concern that the lens did not fully open, did not become flat, and had dents on its surface. Early postoperative treatment results were satisfactory. No additional patient outcomes were reported. No further information was provided. Note: a report is being filed against the lens involved.